Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."

Event description:
It was reported that a pen ndl 32g 4mm 100bx 1200 USA separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shield separation from the barrel when removing the shield."

Manufacturer narrative:
Investigation summary investigation summary: customer returned two images of one syringe. The syringe¿s needle shield and hub have separated from its barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or the respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. CAPA (B)(6) has been opened to address this issue h3 other text : see h10.